Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that: the device failed cutter insertion assessment. During repair it was observed that the bearings were worn out and corroded, the nose tube had nicks and scratches, and the yellow rings on nose cone were faded. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ball bearings fell out of the attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
However, during evaluation, it was determined that a cutter could not be inserted into the device. It was determined that this was due to worn bearings not allowing the cutter device to pass through. It was determined that this failure was due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.